Event description:
It was reported the patient was admitted to the hospital due to weakness in her legs. An epidural hematoma was found and the patient's scs system was explanted. On (B)(6) 2012, the patient died after having a pulmonary embolism due to paralysis from the epidural hematoma.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.